Manufacturer narrative:
Manufacturer ref# (B)(4). It was reported that during a paroxysmal atrial fibrillation procedure, the brim cap of preface sheath came off and the blood flow was back when the inserted catheter was removed. The issue was resolved by changing the preface sheath and the procedure was completed without any patient consequence. The returned device was visually inspected upon receipt and the sheath introducer presented no visual damaged. The vessel dilator was not received. The brim cap was received snapped with the ring hub. Per the reported complaint a lab sample vessel dilator was introduced through the sheath until it was snapped in the cap brim and then removed. This action was performed several times; however the cap brim and gasket remained snapped and in position in all of the test's performed. The device did not present any indication of manufacturing defect that could contribute to the event reports. The outer diameter's (od) of the ring hub was measured and was found within specifications. The device history record cannot be reviewed due to a lot number was not provided. The customer complaint cannot be confirmed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure, the brim cap of preface sheath came off and the blood flow was back when the inserted catheter was removed. The issue was resolved by changing the preface sheath and the procedure was completed without any patient consequence. The customer did not experience any resistance or difficulty during insertion or removal of the catheter. This type of preface sheath damage is assessed as reportable because this issue may has the potential to contribute to serious injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.